Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for a plan rv lead revision procedure. It was observed that the right ventricle (rv) lead was dislodged into atrial position. During the procedure, the physician felt the helix failed to retract and failed to extend appropriately. Upon removed, there was fibrous tissue caught within the helix and body of the rv lead. The physician elected to explant the rv lead and replaced it with a new lead. The patient was discharged with no reports of adverse consequences.